Event description:
The customer contacted a technical service rep (tsr) and reported a pt line that had "come undone" during drain 3 of 5 resulting in a low drain volume alarm using the homechoice system for automated peritoneal dialysis (apd) therapy. The incident was reviewed over the phone with the tsr, which revealed the drain volume was 1696 mls, no fibrin was noted in the pt's effluent, the transfer set clamp was open, the cycler was positioned below the pt's bed and the pt line was not kinked/clamped. The tsr verbally assisted the pt to end therapy early using the existing disposable setup and instructed the caller to start therapy over from the beginning using all new disposable supplies. The tsr advised the pt to notify the dialysis center in the morning regarding this incident. Follow up with the dialysis center nurse (rn) revealed the hp has not reported any difficulties and continues to perform apd therapy. There was no pt injury or medical intervention reported as a result of this incident.